Manufacturer narrative:
Additional information was received that the patient did not have infection. The patient was not able to charge the ipg and the physician decided to have it replaced.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had a suspected infection at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. It was physician¿s preference to replace the ipg to minimize infection. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had a suspected infection at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. It was physician¿s preference to replace the ipg to minimize infection. The patient was reportedly doing well postoperatively.